Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information available, event was due to user error. There is no indication of product quality issues with the valve. (B)(4).

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the physician sutured the valve down and thought that maybe he had crossed his sutures when tying them down. Upon examination of his sutures in that area, he decided to put in an a additional pledgeted suture. While putting in the additional suture, he nicked the valve leaflet. The valve was removed and another valve was successfully implanted with no further adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.